Event description:
A customer reported that on (B)(6) 2011 at 1:30pm, he experienced symptoms of nausea and vomiting, and then tested on his two precision xtra meters (serial numbers (B)(4)) using incompatible lifescan onetouch test strips. The customer reported readings of 174 mg/dl and 163 mg/dl taken at 1:30pm on his two precision xtra meters that were lower than he felt. Paramedics were called, and readings of 473 mg/dl and 484 mg/dl were obtained on an hcp meter at 1:45pm. The customer was transported to a health care facility, and experienced a loss of consciousness while in the ambulance. The customer was unsure of the treatment administered by the paramedics, although he stated "they gave him a bag of fluid". At the health care facility, the customer was diagnosed with hyperglycemia and diabetic ketoacidosis, and treated with an "IV drip until the got his sugar under control, then started him on his regular dosage of insulin". The customer also reported treatment with "fluids, then fluids with potassium, and potassium and magnesium". He stated "they kept a constant 1 hour watch on his sugars". The customer indicated self-treatment with an unspecified dosage of humulin r insulin. There is no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is a final report. The event involves the use of lifescan onetouch test strips which are incompatible with adc precision xtra meters. There is no indication of a production malfunction. No investigation is required. The date(s) of manufacture of both meters is unknown. The port used in the adc precision xtra meter was first available in 1992 before the availability of lifescan one touch ultra test strips in 2000. Through investigation adc has determined that these strips will, in some cases, work with the precision xtra/optium meter. The strips may not always work in the meter as the strip specifications differ in terms of plastic substrate thickness. The port specifications for the adc meters are 432 um to 462 um. The plastic thickness of the one touch ultra test strips is 250 um. In some cases this will be sufficient to operate the micro switch in the adc meter and allow an assay to be performed. Other specifications adopted by the one touch ultra test strips are matched to other adc meter ports. The one touch ultra test strips have 3 electrodes, whose spacing matches the contacts in the adc meter and the strip width is equivalent at 5.5 mm. The electrical output characteristics of the one touch ultra test strips is insufficiently different than that of the correct precision xtra test strips to cause a meter error. Both adc and lifescan packaging clearly state which strips should be used with which meter. The one touch ultra test strips are presented in vials while the precision xtra/optium test strips are individually wrapped in foil. Both systems also emphasize the importance of calibration with each new box of strips. The calibration requirements for both systems are not compatible. The one touch ultra test strip gives a calibration code (numbers from 1 to 49) on the test strip vials. The precision xtra/optium calibration is performed by inserting a calibrator (a plastic strip like component supplied in a package with each strip box) into the meter port and the strip lot number is shown on the meter screen as well as the individual foil wrapped strips and calibrator.